Event description:
It was reported that post coronary artery bypass grafting (CABG) the atrial lead and temporary pacemaker were not working. The atrial lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).